Event description:
It was reported that the patient presented to the clinic in an ventricular tachycardia storm. The vt episode with retrograde conduction was misdiagnosed as a supraventricular tachycardia. External defibrillation was used and accelerated the episode so that the device delivered therapy. It was noted that several shocks failed to convert the patients arrhythmia. The patient expired.

Manufacturer narrative:
.